Event description:
It was observed that during the device evaluation, the video scope exhibited foreign material coming out the auxiliary water supply channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: foreign substances are coming out. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is due to blockage of the auxiliary water supply channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.